Event description:
The end user facility reported a scope communication error (e216) on their video system center found during preparation for use. The device was returned to an olympus repair center, and another, separate scope communication error (b30) was found during preliminary evaluation and inspection. This MDR is being submitted to capture the additional scope communication error. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center, and the b30 scope communication error was confirmed. The originally reported e216 scope communication was not confirmed. In addition, a corroded inner pin connector and a worn socket were found during evaluation and inspection. Additional information has been requested regarding this event, and this investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Updated fields: d4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established. However, it is probable that the corrosion of the pin and scope socket contributed to the reported event. Olympus will continue to monitor field performance for this device.